Manufacturer narrative:
One atg45 device was returned in good visual condition and loaded with a 1/10 partially fired tr45g cartridge that was noted to have the lockout tab damaged. The device was tested for functionality with a test device and it achieved a partial fire; therefore, the device was disassembled to verify the condition of the internal components and three firing trigger teeth were damaged. Due to damage observed on the internal components of this device, it appears that an attempt was made to fire the device with a spent cartridge, or with a partially fired cartridge that had an activated lock out spring. The device is designed so that if an attempt is made to overpower the spent cartridge lockout, the firing trigger will be damaged rendering the device unusable. As the instructions for use state, "note: once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. If resistance is felt, stop and replace the cartridge. Firing through the lockout mechanism will break the device. Caution: the firing stroke must be completed. Do not partially fire the device."

Event description:
It was reported that the device locked out during a lobectomy procedure. Another device was used to complete the case. There was no adverse consequence to the patient.